Event description:
It was reported that during a pph procedure, only part of the staple line was formed. About four unformed staples were found after the instrument was removed. Needed to suture to contain the bleeding and the or time was extended by eight minutes. There was no reported pt consequence.